Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the balloon physically broke, had an air leak, did not inflate easily but inflated in an irregular shape, and was physically torn or had a hole. The reported issues could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of the device on a laparoscopic inguinal hernia repair, the balloon physically broke. The following issues were also noted; hole in balloon, balloon did not inflate, balloon leaked gas/air and balloon was distorted or an unusual shape. Another device was used to complete the case. There was no patient injury.